Event description:
It was reported that the patient presented during clinical follow-up. Interrogation noted that the atrial lead exhibited lower p wave sensitivity. Further investigation noted that the atrial lead was dislodged. The reported lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.